Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the clip delivery system (cds) was returned and the reported gripper actuation issue was confirmed due to a broken gripper line. Furthermore, a torn suture knot and bent frictional elements were identified. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue and observed torn suture knot is due to the observed broken gripper line; however, a definitive cause for the broken gripper line could not be determined. A definitive cause for the bent frictional elements could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was prepared without issue. After the cds was advanced to the left atrium, the clip arms were opened to get perpendicular to the valve; however, when the clip arms were opened, the grippers were down. The grippers were cycled, but did not move. The cds was removed and replaced. Two clips were implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.